Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false decreased total bilirubin results when processing on the alinity c. The customer stated results on the beckman instrument were higher in comparison to the alinity. The following data was provided: patient 1: 0.67 (beckman) and 0.252 mg/dl (alinity). Patient 2: 0.97 (beckman) and 0.427 mg/dl (alinity). No impact to patient management was reported.

Manufacturer narrative:
On (B)(6) 2020, the likely cause was updated to list 07p96-23, lot 54539uq02 and is reflected in section d (suspect medical device). An investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of trending data, and a review of product labeling. A ticket search by product lot found only three complaints similar to this issue. A review of trending data did not identify any trends. Labeling was reviewed and found to be adequate. No returns were available for testing. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.